Event description:
It was reported that the inflatable penile prosthesis (ipp) is malfunctioning. No intervention or surgery has been reported. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported that the inflatable penile prosthesis (ipp) is malfunctioning. No intervention or surgery has been reported. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d4, d6.